Event description:
It was reported that during a routine follow up visit, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) of this right atrial (ra) lead due to concerns of possible loss of capture (loc). Upon review, high pacing thresholds and intermittent loc on the ra lead was observed. Ts discussed review findings with the hcp and recommended for an office visit be scheduled for further lead evaluation. At this time, the ra lead remains in service. No adverse patient effects were reported.